Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-6: passed expiration date. Note: at call back on 12/05/2019, the customer stated that her condition was the same and she was still experiencing symptoms of thirst and dry mouth. No medical intervention since the last call was reported. Customer stated no additional blood tests were performed using meter. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to contact the customer via telephone at call back on 12/06/2019. Unable to send product notification letter to customer as no address on file.

Event description:
Consumer reported complaint for e-3 error code. At the time of the call the customer reported symptoms of thirst and dry mouth. Medical attention was not needed at the time of the call. The test strip lot manufacturer¿s expiration date is 09/27/2019; customer's test strips were expired. Customer did not have another vial of test strips. Customer will purchase replacement product at the pharmacy.